Event description:
On (B)(6) 2010, the patient went to the doctor expressing lower back pain. The patient had a prior surgery at the l2-l5 levels on (B)(6) 2007. The doctor performed CT scan and the post operative diagnosis was patient had pseudoarthrosis at l4-l5. This section was previously treated in the initial surgery ((B)(6) 2007). The doctor identified broken screws at l5. The screws were identified as cat # 046550, lot information not provided (6.5 mm diameter x 50 mm length) and cat# 046555, lot information was not provided (6.5 mm diameter x 55 mm length). A repeat surgery was performed to remove broken screws from the affected vertebra.

Manufacturer narrative:
Additional catalog number: 046555. The product lot numbers were not provided. The representative stated there was lack of fusion of the affected area. The device was not returned and could not be evaluated. At this time there is insufficient evidence to draw a conclusion for the alleged screw breakage, although potential pseudoarthrosis appears to be a potential cause.